Manufacturer narrative:
Product evaluation: the lens was returned stuck to the adhesive side of a small sticker. The sticker was placed inside a sealed non-manufacturer pouch. Solution is dried on the lens. The optic is torn/split from one side through the central area and into the opposite haptic/optic junction. A power and resolution re-assessment cannot be conducted due to the lens damage. All product and batch history records are quality reviewed prior to product release. The associated cartridge, handpiece, and viscoelastic are qualified for use with the lens. The root cause cannot be determined for the reported complaint of "explanted iol; incorrect lens power". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the lens was exchanged in a secondary procedure with a different model iol, but the same diopter. The reason for explant was incorrect lens power. Per the source, there was no suture of lens or incision, no vitrectomy, and no impact on patient. Additional information was provided that the incorrect lens power is per patient request. The patient's issues have resolved.